Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694765 lot# serial# (B)(4), implanted: 2009 (B)(4), explanted: 2013 (B)(6); product ID: (B)(4) lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that an infection occurred. It was further noted that the patient had developed endocarditis. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.